Event description:
It was reported that patient underwent an ipg explant procedure for an unknown reason. The explanted device will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.